Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited no sensing or capture. The device was evaluated and the lead was found to be non-functional. The patient was scheduled for a lead extraction procedure in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was actually a left ventricular (lv) lead. The lead has been explanted as a result of the clinical observations.